Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.10 opens too far. The field service engineer replaced the mini engine with a new one and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis anesthesia system the mini-drawer was opening pockets 4 & 5 simultaneously. The customer reported that the mini-drawer was opening pockets 4 & 5 simultaneously when customer was accessing pocket 4. There were no adverse events or injuries reported based on this event.